Manufacturer narrative:
H4: the lot was manufactured from october 22, 2019 - october 23, 2019. H10: three (3) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port bonding area of all samples. The reported condition was verified. The cause of the condition is due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the center port. This was identified during product check after compounding. There was no patient involvement. No additional information is available.